Manufacturer narrative:
G4:10mar2021. B4:10mar2021. Multiple good faith efforts were made to obtain additional information however there was no response. If new information is receive, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:12mar2021. B4:13mar2021. The customer ordered the power supply as material only and no philips field service engineer went onsite. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01oct2020.

Event description:
It was reported there was a power source failure. There was no patient involvement.